Event description:
Pt with metastatic breast cancer to the liver was previously treated with 5-fu, cytocan, novantrone and taxotere. The pt underwent therasphere treatment to liver via hepatic artery infusion and received 132 gy dose. Therasphere infusion was uneventful and the pt left hosp feeling well. Sixteen days later the pt was admitted to the hosp for abdominal pain, nausea nd vomiting. Bowel obstruction was ruled out. Upper endoscopy with biopsy two days later showed severe ulcerative gastroduodenitis. Biopsy was negative for both h. Pylori and malignancy. The pt was placed on tpn, because of severe cramps, nausea and inability to eat. Pt also developed anemia and received 1 unit of blood transfusion. The pt developed oral thrush and was placed on nystatin initially and then switched to diflucan po. During the hosp stay the pt's nausea and pain were controlled with medications and on 7/02 they were discharged to home with the following medications: colace, carafate, diflucan, oxycontin, ativan, protonix, celexa, reglan and mycostatin troches. Pt is being followed closely to monitor any change in status.